Event description:
It was reported that the patient received a shock that "really shook him up" and has been hearing a patient alert for about 6 months. Unable to obtain any additional information through follow up. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.